Event description:
User experienced issue with low control recovery for ckmb when switching to a new lot of ckmb reagent. Patient samples were used to perform correlation studies between the old and new lots of reagent. The old lot is 153685. The new lot is 155149. The following discrepant patient results were received when running the correlation studies: samples were tested with the new lot on (B) (6) 2009. Of the data provided, on results was discrepant. Result from old lot gave 2.71 ng per ml new gave 2.19 ng per ml. Samples were run for troubleshooting purposes only, and results were not reported. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized. The medical risk associated with this issue is remote.